Manufacturer narrative:
Temperature light not lit.

Event description:
The customer reported that the temperature light was not working. The customer stated that he would test the temperature with a thermometer. The customer was given the number for the tank assembly and the customer stated that he would order the part and repair the unit. Attempted to contact the customer to gather information regarding potential patient information and to see if the unit was repaired but the customer was not available.